Event description:
Pt does not want synvisc one filled because insurance won't cover and he felt medication was ineffective the last time he received it. Amount: 48 mg; frequency: "g6#" months; route: intra-articularly. Date of used: 06/2015 to unknown. Reason for use: osteoarthritis of the knee.